Event description:
A customer reported to olympus that the video system center connector was burned during preparation for use. There was no report of patient harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: a b30 (scope communication) error due to rust in the video connector.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of a burned connector was confirmed. In addition, a b30 (scope communication) error due to rust in the video connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a root cause could not be identified. However, it is likely that the phenomenon occurred due to rust on the video connector. Olympus will continue to monitor field performance for this device.